Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a vectra anterior spine surgery, while the surgeon was working at c4-c6 spine level, the extraction screwdriver tip broke in the head of the variable angle screw. The screw and broken tip were easily removed. Another variable angle screw and extraction screwdriver was available in the operating room. Surgery was completed successfully with no harm to the patient. Due to this event no additional time was added to surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the inner shaft for an extraction screwdriver (part 352.311 / lot unknown) was returned with the distal tip broken. The broken piece was not returned. Replication of the complaint condition is not applicable. This complaint is confirmed. The extraction screwdriver is part of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one, and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. As noted in the complaint description, the driver broke inside a variable angle screw. A large amount of torque may have been required to remove the screw due to bone and tissue growth capturing the screw. Off axis use could have also caused the fracture seen. Details of the technique used or condition of the implants were not provided, so the exact root cause is indeterminate. Product drawings were reviewed during the evaluation. It is unknown when the returned instrument was manufactured; however, the material of the inner shaft has changed from (B)(4) to improve its strength and ductility. Later a new shaft was also made in which the knob was improved to include the legend ¿fully tighten.¿ no design issues were noted. (B)(6). A review of complaint revealed the returned part number did not match the initial complained part number. The complaint handling unit engineers explained that the returned part (352.311) was the original part number for this device. At some point, however, part number 352.311 became associated with the overall screwdriver and the actual complained part (03.613.004) referred to the inner shaft only. The returned device was manufactured prior to that change, therefore, it is stamped with the overall part number. The evaluation reflects the correct part number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.